Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from electrical connector and scope connector. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had inserting tube defects. There was no report of patient harm. The device was returned, evaluated, and foreign objects were found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign object found in the nozzle, other evaluation findings are as follows: the flexibility adjustment right and the grip were scratched; the air/water cylinder and suction cylinder had no color; the electrical connector and the suction connector were corroded due to water leakage; the flexible printed circuit board was dirty due to water leakage; the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover; the image had a partially dark area because the objective lens was shaved; the objective lens, the adhesive on the bending section cover, and the light guide lens were cracked; the connecting tube had a cut; and the universal cord was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.